Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the subject device was equipped with a previous version of the power switch and the power switch likely failed because the amount of operating force and the number of times the power switch was applied exceeding the expected value. The likely cause of the power switch failure is related to the design.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The device could not be turned on due to a faulty power switch. The device was noted to have the older software version. The device was repaired and returned to the customer.

Event description:
A biomedical engineer reported to olympus that the on/off switch would not retract and needed to be replaced. The issue was observed while preparing the device for use. There was no impact to the patient or the procedure.